Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image issue was electrical continuity error due to water invasion. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During evaluation, the customer's initial report of no image (error code b30) was confirmed. Due to corrosion on the endoscope connector, b30 (scope communication error) and b31 (scope communication error) were displayed. The following additional findings were also noted: chipped adhesive on the bending section cover, sticky scope connector and scope connector cover due to water leakage, and bending angle in up direction does not meet the standard value due to wear of angle wire. As a result of checking repair history in the past one year, the subject device had a repair history dated on (B)(6) 2023. The suggested matters from a customer replacement pertaining to b30 error message on connector section image. The suggested items from the sc replacement pertaining to connector section venting connector corroded. Replacement pertaining to connector section scope connector corroded. Replacement pertaining to glue chipped of insertion section a-rubber. Adjustment of insufficient angulation of insertion section bending tube. Replacement since connector section ID function was unreadable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer¿s investigation, it is presumably caused due to breakage of the image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including the integrated circuit chip and capacitor, mounted on the electric circuit board had a defect. However, a definitive root cause could not be determined. Based on the results of the legal manufacturer¿s investigation, it could not be determined if the phenomenon was caused by a misuse of users. The instruction manual operation manual ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the following warning. <inspection of the endoscopic image> confirm that the wli and nbi endoscopic images are normal. 1. Observe the palm of your hand using the wli and nbi endoscopic images. 2. Confirm that light is output from the endoscope¿s distal end. 3. Adjust the brightness level as appropriate. 4. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 5. Operate the up / down angulation control lever slowly in each direction until it stops. 6. Turn the insertion tube rotation ring slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. 8. Align the up indication of the insertion tube rotation ring with the up indication on the control section. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of a customer, while inspecting evis lucera elite bronchovideoscope for use there was no image. The diagnostic endobronchial ultrasonography guide sheath procedure was completed with a similar device. There was no reported patient harm or impact due to this event.